Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, air water nozzle blocked with foreign debris, light cover glasses crack, light cover glasses adhesive worn, distal end damaged, distal end adhesive uneven edge, variable stiffness knob stain, grip stain, casing stain, air/water color ring worn, suction cylinder ring worn, side cover stain, angle knob stain, water ingress at scope connector, air/water flow out of spec, and water removal out of spec. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, the scope distal end was damaged. Upon inspection and testing of the customer returned device, foreign material was found protruding from the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed. Foreign material was white and plastic, and was clogged in the air/water (a/w) nozzle. Although it was concluded that the foreign material did not originate from an olympus device, the foreign material could not be further identified. The nozzle was not deformed/damaged, and no deviation from the instructions for use (IFU) was confirmed pertaining to the user facility's cleaning and disinfection of the device. Therefore, no further cause could be presumed for the suggested phenomenon. Olympus will continue to monitor field performance for this device.